Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The up and down arrow buttons are intermittently responding to user inputs during testing. The contacts on the keypad were found misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are intermittently responding. The issue was not resolved with training. There was no evidence of product misuse. The patient refused to return the animas product for investigation. There was no adverse event associated with this complaint.